Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7353648; medical device expiration date: 2022-12-31; device manufacture date: 2017-12-19. Medical device lot #: 7353625; medical device expiration date: 2022-12-31; device manufacture date: 2017-12-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd¿ luer-lok syringes had cracked/damaged syringe components (damaged plunger rod). There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that several bd luer-lok syringes had cracked/damaged syringe components (damaged plunger rod). There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Samples were returned in support of this complaint. The samples were inspected and evaluated. Three of the five samples fail for cracked or damaged syringe components. This is a major defect per incoming product specification. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: likely occurred during the assembly process. If there is any misalignment of the plunger rod when assembled to the barrel, a jam can happen and break the rod. A broken rod can get stuck in the dial and damage other parts as they are assembled.

Event description:
It was reported that several bd¿ luer-lok syringes had cracked/damaged syringe components (damaged plunger rod). . There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.